Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump did not detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 12/12/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed two "no cartridge detected" warnings on the date of the reported failure. There were multiple "loss of prime" warnings recorded as well. On testing, the pump powered on normally. On testing, during the load step, the piston stopped immediately and did not proceed. The prime function was unable to be completed and readings could not be taken for the force sensor calibration. The pump was opened for examination and revealed moisture corrosion found on the force sensor circuit and plate. The force sensor plate resistance was out of specification. On investigation, the keypad was found to be fully intact without peeling or visible damage. All the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons the contact of the down arrow button was noted to be inverted. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4).